Event description:
It was reported that during priming with one unit of prismaflex st100 set, an external fluid leakage in the effluent line was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual sample was not available; however, a photograph of the sample was provided for evaluation. Their visual inspection observed that the effluent line pre pump is cut near the support plate. This is the cause of the leak. The reported condition is verified. The most probable cause is due to a shock and low temperature that occurred during transport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.